Event description:
Patient is concerned about the chemical exposure over years from his previous CPAP (continous positive airway pressure) machine which was recalled - philips brand; they replaced it last year.